Event description:
Pt called office & stated that groshong midline was leaking. When rn arrived midline had migrated into arm. Pt sent to the ER. Midline had separated from hub under tegaderm dressing. Note: pt self reported malfunction to MFR.